Event description:
It was reported that the pulse generator exhibited a current drain value of 73 microamps. At interrogation, the device was programmed with default outputs; 2.5 v in the atrium and 2.5 v in the ventricle. The reason for the high current drain and remaining longevity of six months was unknown. Output was reprogrammed from 2.5 v to 3.0 v, then current drain was normal. The pulse generator would be monitored.

Manufacturer narrative:
Na